Event description:
The following has been reported: multiple downstream alarms customer reported multiple downstream alarm issues with two different line sets and patients. Occured june 6/23, no error code, happened during treatment. Pump was exchanged/switched with another. No adverse event, pump did not increase or decrease rate just continued to alarm reporting as a conservative measure. No adverse event information reported. More information is needed to complete the investigation.